Event description:
The customer reported that their central nurse's station (cns) never alarmed for an event where a patient coded. The patient was found in pulseless electrical activity (pea) and was intubated.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) never alarmed for an event where a patient coded. The patient was found in pulseless electrical activity (pea) and was intubated. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm for an event when a patient coded. The patient was found in pulseless electrical activity (pea) and was intubated. No patient harm was reported. Investigation summary: nk clinical was able to analyze the customers printouts and concluded that the patient's vitals did not alarm due to the fact that the triggers for the alarm had not been met. Heart rhythms were normal and spo2 were within normal range. There is no evidence of an nk device malfunction. Historical data analyzed by nk clinical shows that several alarms for spo2 were triggered prior to the event which would indicate that the alarm function on the device was functional. The analysis performed by nka clinical states that the device's alarm ability was functional and that there were no triggers for any alarm based on the data provided by the customer. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for an event when a patient coded. The patient was found in pulseless electrical activity (pea) and was intubated. No patient harm was reported.